Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient on three cobas 8000 c702 modules. The patient had duplicate test orders and had 2 lithium heparin tubes and 1 serum separator tube collected at the same time. On (B)(6) 2022, the initial creatinine result for lithium heparin tube 1 was 1.04 mg/dl on analyzer serial number (s/n) (B)(4). The sample was auto-repeated on analyzer s/n (B)(4) and the result was 1.74 mg/dl. The initial creatinine result for lithium heparin tube 2 was 1.94 mg/dl on analyzer s/n (B)(4). The sample was auto-repeated on the same analyzer and the result was 1.54 mg/dl. The initial results for both samples were reported outside of the laboratory. The doctor questioned the results and both samples were repeated the next day. On (B)(6) 2022, the repeat result from lithium heparin tube 1 was 1.3 mg/dl on analyzer s/n (B)(4). The repeat results from lithium heparin tube 2 were 1.31 mg/dl and 1.32 mg/dl on analyzer s/n (B)(4). The serum separator tube that was collected at the same time was tested and it gave a creatinine result of 1.29 mg/dl on analyzer s/n (B)(4). Lithium heparin tube 1 was sent to another lab for testing and the creatinine result was 1.34 mg/dl. The result of 1.3 mg/dl was deemed correct. The reagent lot number is 65380601 and the expiration date is 30-apr-2024.

Manufacturer narrative:
Calibration was last performed on 17-nov-2022. Qc was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The investigation determined that the antibiotics the patient was taking can interfere with creatinine results. Per product labeling, "antibiotics containing cephalosporin lead to significant false positive values." The field service engineer inspected the analyzer and ran a precision test. The customer ran calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
Section b6 has been updated. On 06-jan-2023, the customer provided the reference lab's creatinine result for lithium heparin tube 2. The result was 1.51 mg/dl. Based on the available data, a general reagent or instrument issue could be excluded. No further issues were reported after the service visit. The investigation determined that the root cause of the event is consistent with pre-analytical sample handling issues.